Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was noted on the right ventricular (rv) lead. Additionally, there was a suspected issue with ventricular capture noted. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.